Event description:
Approximately 2 minutes into start of cesarean section bovie tip sparked and then caught fire, flame the size of a candle. Immediately removed from patient vicinity. Bovie tip continued to produce flame for approx. 3 seconds. Bovie was unplugged from the generator and removed from sterile field. Generator was set at 50/50 and was being used in the coag mode using a bovie pencil.